Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information received, it was reported that the event occurred post surgery during the sterilization process.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified signs of repeated use and missing bearings. Device history record (DHR) was reviewed and no discrepancies were found. The malfunction of ball bearings disassembling has been previously investigated, and it was identified that the bearings could disassemble during cleaning. The root cause is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered having missing components. Attempt for further information has been made, but no further information has been provided.